Manufacturer narrative:
There was no reported event against the performance of the received penta lead. It was received complete but cut. The lead was cut during the explant procedure. Microscopic inspection of the lead segments did not identify any fractures. Continuity of the lead body segment was measured from end to end of each wire. No opens were observed in any of the lead segments.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had their system explanted on (B)(6) 2025 for an unknown reason.